Manufacturer narrative:
B3: unknown; no information has been provided to date. On device was received for evaluation. Visual test was performed which found a damaged dso seal and damaged battery compartment. Occlusion test was used, and the customer problem was duplicated. The battery compartment was replaced to correct the problem.the dso was also replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pile compartment was broken. There was unknown patient involvement, unknown harm and unknown adverse event reported.